Event description:
Attempted endovascular deployment of bifurcated graft. During retraction, the edges of previous iliac stent engaged the new endograft, the reverse-tapered top cap and could not be retracted. During attempts to retract, iliac artery avulsed and hemorrhage occurred. Open aaa repair completed.